Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming vent inoperable, not ventilating, safety valve open, low peep, vm low, oxygen low, and invalid gas ID. The error log showed data blender error, pneumatics module ftc, exp tem error, and data error tca. There was no patient involvement.